Event description:
Same case as MDR ID: 2134265-2011-04837. It was reported that during a percutaneous coronary intervention (pci) treatment procedure the balloon catheter froze on the guide wire. The 99% stenosed target lesion being treated was located in the moderately tortuous and calcified second diagonal (dx) artery. While advancing a pt2 guide wire inside of a 1.50x8mm apex push balloon catheter there was resistance felt between the two devices and the devices became stuck together. The devices were unable to be separated and were removed as a single unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).